Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and device expulsion ("displaced essure coil likely within the cervical canal") in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, vaginal delivery and cesarean section. Concurrent conditions included hemorrhagic cyst and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery done to try and alleviate the symptoms) and surgery. At the time of the report, the perforation, back pain, pelvic pain, migraine and weight increased outcome was unknown. The reporter considered back pain, device expulsion, migraine, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well, returned to the recovery room in excellent condition without complications postoperatively. Device deployed and detached with 10-12 trailing coils and in good position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: displaced essure likely within the cervical canal. Ultrasound scan - on (B)(6) 2015: a small 2-3 cm cyst on her ovary. Ultrasound scan vagina - on (B)(6) 2015: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: patient's previous pregnancy details were added in other relevant medical history, patient's other relevant medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and device expulsion ("displaced essure coil likely within the cervical canal") in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, gravida ii and multiple cesarean sections. Concurrent conditions included hemorrhagic cyst and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery done to try and alleviate the symptoms) and surgery. At the time of the report, the perforation, back pain, pelvic pain, migraine and weight increased outcome was unknown. The reporter considered back pain, device expulsion, migraine, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well, returned to the recovery room in excellent condition without complications postoperatively. Device deployed and detached with 10-12 trailing coils and in good position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: displaced essure likely within the cervical canal. Ultrasound scan - on (B)(6) 2015: a small 2-3 cm cyst on her ovary. Ultrasound scan vagina - on (B)(6) 2015: migration of essure device . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and device expulsion ("displaced essure coil likely within the cervical canal") in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain"), migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery done to try and alleviate the symptoms) and surgery. At the time of the report, the perforation, back pain, pelvic pain, migraine and weight increased outcome was unknown. The reporter considered back pain, device expulsion, migraine, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: displaced essure likely within the cervical canal ultrasound scan vagina - on (B)(6) 2015: migration of essure device. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new events "lower back pain" and displaced essure likely within the cervical canal was added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery done to try and alleviate the symptoms). At the time of the report, the perforation, pelvic pain, migraine and weight increased outcome was unknown. The reporter considered migraine, pelvic pain, perforation and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.